Manufacturer narrative:
Physio-control evaluated the device and was unable to verify any failure regarding the device not being able to recognize the therapy cable assembly. Proper device operation was observed and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer (biomed) reported that their device would intermittently recognize the therapy cable assembly when it was connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.